Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse checked the iabp system functionality with a trainer and a mini simulator and reviewed the logs. All triggers were working properly, and the logs did not indicate any problems with the equipment. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Regularly schedule preventive maintenance is being performed by a getinge employee.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a slow response for electrocardiography (ECG) and pressure intermittently working. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a slow response for electrocardiography (ECG) and pressure intermittently working. No patient harm, serious injury or adverse event was reported.